Event description:
It was reported that atrial sensitivity and thresholds were out of range. X-ray revealed dislodgement of the right atrial lead. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.